Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her onetouch ultra meter stopped powering on. She claimed she became shaky at an unknown time after the power issue began and that she administered self-treatment with food. No blood glucose results were reported. According to the csr, there was no indication of misuse. She noted that the meter would power on with the power button, but not by inserting a test strip. Replacement products were sent to the patient. This complaint is being report because the patient allegedly developed hypoglycemic symptoms after the power issue began. In addition, the power issue was not resolved with troubleshooting.